Event description:
It was reported via phone call that the patient's implantable cardiac monitor (icm) sent a transmission stating the patient had no presenting rhythm. Technical services noted this was due to under-sensing. No changes were made as the clinic elected to monitor the patient. There were no reported consequences to the patient.

Event description:
Additional information received indicated a repeat occurrence of the previous event; the patient's icm sent a transmission stating the patient had no presenting rhythm. Technical services review of the transmission noted there were no sensed events which was due to under-sensing. The icm was reprogrammed successfully. The patient was stable post programming changes.